Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedances measuring 128 ohms. Technical services noted there has been a gradual rise over the last year and suspects something physiologic with the patient or calcification around the coil. Technical services recommended to continue to monitor and provided troubleshooting options. The health care professional (hcp) will review with the clinic. At this time, the lead remains in service. No adverse patient effects were reported.